Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the patient received less medication than intended. The device was programmed to deliver 310 ml oxacillin for a duration of 48 hours. It was reported near the completion of the delivery the patient checked the solution container and had noticed a significant amount of solution remaining in the solution container. It was reported that only 9.6 ml of solution had been delivered. The device was replaced and the therapy was resumed. There were no reports of adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.